Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the skin. On (B)(6) 2026, it was reported that around 02:00 am, the patient was asleep, and they got a low blood sugar alert her husband tried to wake her. When the husband was unable to do so, he called emergency medical services (ems). No cgm reading was reported, but the patient stated that prior to the event, the sensor had been working fine. When ems arrived, a fingerstick was taken and the blood glucose reading was low, but no specific cgm nor blood glucose reading was reported. The patient was still unconscious at that time. The patient was brought to the hospital and was treated with intravenous glucose, and an unspecified medication, most likely also intravenous. At the emergency room (ER) the patient was diagnosed with hypoglycemia and low sodium levels. She was then transferred to the intensive care unit (ICU), but she does not remember further details about treatment. The patient regained consciousness around 10:00 am. At the time of the report the patient was still at the hospital, on her second day, and was waiting to be discharged. The patient was stable at that time. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.